Event description:
It has been reported to philips that when angulating, the system rotated on its own. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that system was indicating that when angulating the system, the system rotates on its own. Functional analysis was performed and identified no problem with the device. Log files were checked and did not show any errors. Technical investigation results confirmed there is no malfunction. The reported issue did not reoccur after the system was restarted, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.